Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via ventriculo-peritoneal (vp) shunt on unknown date with unknown setting. According to information provided, it is unknown if the patient experienced any signs and symptoms. Since obstruction was suspected, the valve was removed and replaced on (B)(6) 2023.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Certas valve (ID 828806) has been returned for evaluation- unique device identification (UDI): (B)(4). Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected and no defects noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The catheters were irrigated, no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. At the time of investigation, no occlusion issues with the valve were noted.